Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Open aneurysm repair, fem-popliteal bypasses, carotid endarterectomy - today during a procedure of scrub nurse telling me that when the fogarty clamp was opened by md the inserts were attached together rather than staying on each side of the clamp. The light blue insert is what seems to be the issue. Type of intervention: unknown patient status: not at this time.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed damage to both the distal and proximal attachment buttons of the traction insert. No damage was observed on the soft insert. Based on the condition of the returned unit and additional information received from the complainant, it is likely that the reported event was caused by a combination of the injection molding process and the non-applied clamp that was used during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.